Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had to press buttons harder or multiple times and also stated that insulin pump had scratches on screen which affects ability to see. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump did reject new batteries and battery life decreased from first days. The customer also reported that insulin pump stopped in middle and it rewind slower and louder to rewind. The customer also reported that the insulin pump had unexplained random no delivery alarm and had lost insulin pump setting during a battery change. The insulin pump will not be returned for analysis.